Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. A review of the device history record is pending.

Event description:
Leakage of an unspecified fluid/infusate was reported at the hub site of a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer directly after staff started the patient's IV. They attempted to take the j-loop tubing off and the top part of it broke off. Although they eventually got the j-loop off the patient, they almost had to start another IV. When attempting to trouble shoot the leakage, the product broke. There was an unspecified delay of treatment for the patient while the user attempted to identify and rectify the leak. There were no negative effects or harm to the patient due to the delay. No further information is available at this time.

Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Corrected information can be found in e4 - initial report sent to FDA and h7 - if remedial action initiated null. (B)(4) in h10 was entered in error and should be disregarded.